Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was 92 mg/dl at the time of the incident. The customer reported that the alarm recurred after battery change. The troubleshooting determined that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed unexpected restart error test. No unexpected restart error alarm noted. Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.